Event description:
The cartridge was crimped or split at the tip. The lens model that was attempted to implant was cc4204bf plate collamer lens, diopter+23.0. No patient injury. The injector model msi-pf, lot number was not specified by the facility.